Manufacturer narrative:
(B)(4). The patient underwent excision of the mesh on (B)(6) 2011 due to erosion. On (B)(6) 2012, removal of implant was performed due to erosion.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysteroscopy, d&c, paracervical block, novasure endometrial ablation, combined and posterior colporrhaphy, sacrospinous ligament fixation for prolapse, cystourethroscopy, paravaginal defect repair for incomplete vaginal prolapsed and colpopexy due to pop/cystocele, rectocele and menometrorrhagia.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.